Manufacturer narrative:
The field service engineer adjusted the vacuum bottle, cleaned the reference area, and replaced a valve. The customer's ise checks, calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter received questionable ise indirect na, k, cl gen.2 results, for 6 samples, from the cobas 8000 ise module analyzer. The questionable results were not reported outside the laboratory. The na electrode lot number was t96_2019 and the expiration date was 03-aug-2020. The k electrode lot number was c43_2019 and the expiration date was 10-aug-2020. The cl electrode lot number was j80_2019 and the expiration date was 23-jun-2020.